Manufacturer narrative:
(B)(4). Date sent: 11/23/2015. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staples missing from staple line, etc.)? Malformed staples how much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. Was buttressing material utilized? If so, which product? Clips and tisseal. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? She was keep on sips of water for and increased amount of time and had a slight delay in discharge.

Event description:
It was reported that during a sleeve gastrectomy procedure, having fired the gun using two green cartridges and one blue and on the second blue cartridge, the gun fired, however, there was a lot of bleeding where approximately ten clips had to be used. The meth blue test carried out and was successful with no leaks; patient was fine. Unknown how case was completed.